Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the iliac artery with moderate calcification and moderate tortuosity. The 7x59mm omnilink stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a distal dissection was noted. Therefore, a 7x29mm omnilink stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. The reported patient effect of dissection is listed in the omnilink elite vascular balloon-expandable stent system, electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.